Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 assay results for two patient samples tested on a cobas c 503 analytical unit. Sample 1: the initial result using plasma collected in lithium heparin (li-hep) was 137 mg/dl. Rerun result using plasma collected in sodium fluoride (naf) was 77.9 mg/dl. Sample 2: the initial result using plasma collected in li-hep 90.4 mg/dl. The repeat result using plasma collected in naf was 71.5 mg/dl. (B)(6) 2025, the sample collected in li-hep was repeated and the result was 57.8 mg/dl.